Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could be confirmed during the investigation. A device inspection was not possible since the affected device was not returned. A photo of the broken plate has been received, confirming the reported event. Nonetheless, based on the photo only, it was not possible to determine the root cause of the breakage. Note: the catalog and lot number are not visible on the photo received. More detailed information about the complaint event, such as x-ray images and patient medical records, as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "on (B)(6) 2025, the surgeon operated on a patient whose indication was: ¿various open fractures of the right forearm.¿ on (B)(6) 2025, during post-operative imaging, one of the plates inserted was found to be broken. The patient therefore had to undergo further surgery on (B)(6) 2025 to have the plate removed."

Event description:
As reported: "on (B)(6) 2025, the surgeon operated on a patient whose indication was: ¿various open fractures of the right forearm.¿ on (B)(6) 2025, during post-operative imaging, one of the plates inserted was found to be broken. The patient therefore had to undergo further surgery on (B)(6) 2025 to have the plate removed."

Manufacturer narrative:
Please note the corrections to d4 lot #, d4 gtin, d9 and h4. The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned plate could be confirmed based on the catalog and the lot numbers marked. The plate broke at the oblong hole in two parts, confirming the reported event. Both fragments have been returned. The distal part of the plate is highly bent. The surface of the breakage gives indication of a sudden brittle fracture under excessive bending load, as indicated by the flat fracture planes and the uniform roughness across the surface. Given the deformation of the plate, a ductile fracture was to be expected. Which is not the case here. The brittle fracture observed can be explained by a rapid initiation and progression of the fracture when the surface is tensile while being bent (lateral side under compression and medial side under tension). This is confirmed by the shape of the distal portion of the plate close to the breakage area. Nonetheless, it was not possible to determine the exact root cause of the breakage. X-ray images would have been necessary to conduct a full investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "on (B)(6) 2025, the surgeon operated on a patient whose indication was: ¿various open fractures of the right forearm.¿ on (B)(6) 2025, during post-operative imaging, one of the plates inserted was found to be broken. The patient therefore had to undergo further surgery on (B)(6) 2025 to have the plate removed."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.